Event description:
Patient for PICC insertion was poked with echogenic needle. The guidewire would not thread through the needle which required a second stick with a different needle. After the procedure was completed and the needle was inspected, it appears that it was a bur on the guidewire that caused the problem.